Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer passed away from diabetic ketoacidosis on (B)(6) 2021. Customer was home at the time of passing. Blood glucose was not provided. Customer had diabetes since they were seven. The insulin pump and sensor were not worn at the time of the incident. It was unknown why the customer stopped using the device. Next of kin was not able to provide the date the pump was last worn and was unable to upload pump history. Next of kin declined to return the insulin pump and requested to be removed from mailing list.